Event description:
Ela received a letter from the patient indicating that the device failed and that there were several "passing out" incidents. This pacemaker was explanted in 2008 and was replaced with a medtronic device. Note: the device is supposed to be returned from medtronic, but has not been received yet; however, the programmer files from the device interrogation a few days before explantation were received and are being reviewed.

Event description:
Ela received a letter from the patient indicating that the device failed and that there were several "passing out" incidents. This pacemaker was explanted in 2008, and was replaced with a medtronic device. Note: the device is supposed to be returned from medtronic, but has not been received yet; however, the programmer files from the device interrogation a few days before explantation were received and are being reviewed. Updated information: it was reported that the device was not capturing. The device was received on march 26, 2009 & an analysis was performed.

Manufacturer narrative:
Patient reported low heart rate, low blood pressure & incidents of "passing out".a response from the manfacturer is pending. Since the device was not returned for analysis, the files from the programmer that was used were reviewed. Review of the files did not reveal any anomaly. The device was received and was analyzed.

Manufacturer narrative:
Patient reported low heart rate, low blood pressure & incidents of "passing out". A response from the manufacturer is pending.